Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported by the consumer that the cause of the event was ¿batch related." However, the exact cause remains unknown. The patient was not hospitalized for the event. The patient was treated with injection heparin (intraperitoneally, dose frequency and duration not reported), injection fortum (1g, intraperitoneally, frequency and duration not reported) and injection amikacin (250mg, alternate days, duration and route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with dianeal and extraneal therapies were not reported. No additional information is available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).